Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported normally when she pressed the stimulation on button she started to feel stimulation. The patient noted she does not feel stimulation until she presses the less or more button. The patient stated she felt stimulation now because she was played with her device the day previous to the call. The patient reported she was going to the bathroom a lot about 10 times an hour. The patient stated 2 days previous to the call she was going to the bathroom every time (within half an hour 8-10) and she thought it was because of the cold weather. The patient noted she made adjustments to setting two days prior to the call and it was helping, but she felt like she had a urinary tract infection (uti). The patient stated if urination slows down she got pain. The patient changed to program 3 and stated stimulation was uncomfortable. The patient decreased stimulation to 3.2 v and stated stimulation was comfortable. It was noted the patient began going to the bathroom a lot on (B)(6) 2016. The patient is implanted for gastrointestinal/pelvic floor.

Event description:
Additional information was received from a patient on (B)(6) 2017. It was reported that there was a temperature change in the atmosphere described as cold-hot-cold-hot that led to the increase in urinary frequency/loss of stimulation sensation and pain when not urinating as much. The patient stated that they would make an appointment to check out the machine to ensure it was properly working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.